Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that lead to eight inappropriate shocks and inappropriate anti-tachycardia pacing (atp) episodes; therapy was not exhausted. The patient is not pacemaker dependent thus there was no asystole. High out of range pacing impedance measurements were also observed on the rv lead; a fracture is suspected. It was also noted that the left ventricular (lv) lead had previously been reprogrammed by the clinic as it had exhibited high out of range pacing impedance measurements and oversensing of noise. An lv ring electrode fracture was suspected. The noise on both the rv and lv lead were able to be reproduced with isometrics and pocket manipulation. Subsequently a revision procedure was performed where the rv and lv leads were explanted. The suspected fractures were not able to be confirmed via fluoroscopy imaging. The device remains implanted but was moved to the opposite side of the patient's body with new leads. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments at 13.2 cm from is-1 terminal pin. Evidence showed suture sleeve was tied down approximately 20.7 to 22.7 cm from is-1 terminal pin and the x-ray and microscopic inspection revealed all three filars of rate sense coil were fractured at approximately 22.8 cm from is-1 terminal pin. Analysis noted that this type of fracture is consistent with a fatigue fracture, thus the field allegation was confirmed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.